Event description:
Pt had initial surgery for lysis of adhesions. Surgiwrap was placed before closure. Two to three months later, pt returned complaining of pelvic pain and discomfort. A laparoscopy was performed and surgiwrap was found balled up and was subsequently removed.

Manufacturer narrative:
Since there is no product available for evaluation the investigation of this complaint is limited and the company is unable to draw a conclusion.